Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device was not returned.

Event description:
It was reported that the arctic sun device was set up at 5am and was reading alert 02 (low flow). The patient temperature was 34.6c, target temperature was 33c, water temperature was 7.7c and water flow rate was 1.0 l/m. 4 adult pads connected, all lines straight, but nurse did note one small kink. Mis had nurse to straighten kink and there was no increase in flow rate. The system diagnostics showed outlet monitor temperature (t1) was 7.2c, outlet control temperature (t2) was 7.3c, inlet temperature (t3) was 29.1c, chiller temperature (t4) was 3.7c, water flow rate was 1.0 l/m, inlet pressure was -9.4 psi, circulation pump command was 0, mixing pump command was 100 percentage, heater command was 0, water reservoir level showed 5, system hours were 1105.8 and pump hours were 1300.5. Mis had nurse to stop therapy, drain and disconnect pads. They reconnected holding nowhere near clear connectors and verifying audible clicks with each connection. Nurse denied any damage to pads. Patient had not been rotated or taken to computerized tomography (CT). No bubbles noted in connectors. The flow rate was still 1.0 l/m. The system diagnostics showed no change, and it was mentioned trouble shooting the pads. Nurse stated that they had another device they could swap out to, but right now nurse needs to clean up the patient because they were soiled. Noted if pads were soiled, they need to replace the pads and do not use soiled pads.

Event description:
It was reported that the arctic sun device was set up at 5am and was reading alert 02 (low flow). The patient temperature was 34.6c, target temperature was 33c, water temperature was 7.7c and water flow rate was 1.0 l/m. 4 adult pads connected, all lines straight, but nurse did note one small kink. Mis had nurse to straighten kink and there was no increase in flow rate. The system diagnostics showed outlet monitor temperature (t1) was 7.2c, outlet control temperature (t2) was 7.3c, inlet temperature (t3) was 29.1c, chiller temperature (t4) was 3.7c, water flow rate was 1.0 l/m, inlet pressure was -9.4 psi, circulation pump command was 0, mixing pump command was 100 percentage, heater command was 0, water reservoir level showed 5, system hours were 1105.8 and pump hours were 1300.5. Mis had nurse to stop therapy, drain and disconnect pads. They reconnected holding nowhere near clear connectors and verifying audible clicks with each connection. Nurse denied any damage to pads. Patient had not been rotated or taken to computerized tomography (CT). No bubbles noted in connectors. The flow rate was still 1.0 l/m. The system diagnostics showed no change, and it was mentioned trouble shooting the pads. Nurse stated that they had another device they could swap out to, but right now nurse needs to clean up the patient because they were soiled. Noted if pads were soiled, they need to replace the pads and do not use soiled pads. Per follow up information received via phone on 04jan2023, it was reported that patient completed therapy and there was no impact to the patient. The device 1 did not work at all. Troubleshooting was done. Nurse was instructed to empty the pads and turn the device off and on. The device continued to say low fluids. It still did not work. Switched to device 2 and worked without an issue. The device 1 was sent to biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause was device calibration set-up or pre-steps not properly followed. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "see arctic sun¿ temperature management system service manual for calibration requirements and instructions. Calibration is recommended after 2,000 hours of operation, or 250 uses, whichever occurs first as indicated by the system display." "9.4 performing a calibration. To perform a calibration on the arctic sun¿ temperature management system, press the advanced setup button on the therapy selection screen. Press the start button next to begin process in the calibration section and follow the on-screen instructions." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.